Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.

Event description:
The patient was injected in the nasolabial folds. The patient allegedly developed swelling more than two weeks later. About a month and a half later, the patient allegedly had increased swelling on the upper lip. The patient was initially treated with medrol and was later given ciprofloxacin due to the swelling on her lip. At her last visit, fluid was aspirated from the swelling area.